Manufacturer narrative:
Evaluation summary: the analysis results confirmed the instrument to be non-functional. The probe was returned in good physical condition. The probe was connected to a test holster and control module, initialized, and could not perform during the sampling cycle. The instrument was disassembled and the vacuum hose was found to be dislodged.

Event description:
It was reported that during an ultrasound breast biopsy, the doctor was taking samples when the handheld probe began to vibrate loudly. The doctor managed to complete the case with the vibrating probe. There was no patient consequence.